Event description:
New information received notes that the patient was seen in clinic and the implantable cardioverter defibrillator was restored without programming changes made. The patient will be followed up routinely.

Event description:
It was reported that the implantable cardioverter defibrillator/insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.